Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their device became uncomfortable over time. There were no falls or traumas to the device. They perceived that their belt may have been the attributing factor for the discomfort. There were no impedances and it was noted that the therapy was improving the patient's symptoms. They stated the device had moved and was uncomfortable. A pocket revision was done using a tyrx pouch to stabilize battery placement. The issue was resolved at the time of the report.